Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ¿up¿ button was responding intermittently and required to be pressed a certain way to elicit a respond. Patient reported that the button issue has been occurring for about 1-2 months. Patient stated that the keypad cover was intact and there was no evidence of moisture or corrosion within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.